Event description:
Reporter alleged obtaining the results of 360 mg/dl and 148 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leaking when torque was applied to the instruments. The leaking was enough that the tank had to be changed. All four trocars were discarded. (B)(4)